Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. Unexpected battery power loss confirmed. Charge / battery lasts less than expected confirmed. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed unexpected battery power loss and low battery alert less than 1 week due to moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that they did receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level was 145 mg/dl at the time of incident. Other blood glucose value mentioned was 154 mg/dl. The customer was advised that the insulin pump needed to be replaced and may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.